Event description:
According to the literature, a study investigated the influence of visceral fat area (vfa) on intraoperative adverse events during lymphadenectomy in laparoscopic gastrectomy. Data from two previous prospective studies was reviewed and patients were divided into high and low vfa groups. The advanced hemostatic devices used included ligasure and a competitor device. The study included 490 patients and complications included intraoperative and postoperative bleeding with estimated blood loss of 20ml to 90ml. Conversion of surgery due to bleeding and reoperations were not required but additional interventions were not reported.

Manufacturer narrative:
Ling-hua wei, hua-long zheng, zhi-yu liu, xiao-qiang du, chun-sen chen, bin-bin xu, hong-hong zheng, guang-tan lin, jian-wei xie, chao-hui zheng, jia-bin wang, chang-ming huang, ping li. "Preoperative visceral fat area predicts intraoperative adverse events during lymphadenectomy in laparoscopic gastrectomy for gastric cancer: a post hoc analysis.". Surgical endoscopy, no. 4, 2025, 10.1007/s00464-025-11602-x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.